Event description:
It was reported that the system 2800 had no image display and would not operate as a fluoroscope. There was no adverse pt involvement. There was no pt info reported.

Manufacturer narrative:
A ge rep performed an on site investigation and discovered that there was a loose connector at the x-ray tube. The connection was made secure. The system was tested and found to be operating as intended and returned to service.